Event description:
It was reported a 6f maximum introducer was placed in the artery w3i8thout complication. Upon completion of the procedure, the physician could not remove the introducer, further attempts resulted in the hub and sheath separating. The sheath section was removed with a tweezer.